Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon was final tightening the sfx implant one of the drivers stripped. We swapped out the driver for another we had and he continued to final tighten and the 2nd shaft broke off in the implant. The implant was them removed from the construct.

Manufacturer narrative:
Corrected data: two (2) sfx x20 cross connector drivers [product code: 2894-10-300] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the distal tip of the x20 driver (lot # 0309nt) had become stripped. The observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening step resulting in the distal tip becoming stripped. The fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the distal tip becoming stripped (lot # 0309nt) cannot be positively determined. However, the observed damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening step resulting in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.